Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 92% efficiency. No issue was found with the pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a pump replacement due to large underinfusion volume discrepancies. Cs also confirmed that the patient had intractable pain and withdrawal symptoms. It was confirmed that a cap study was performed, which confirmed no migrations, no fractures and normal csf flow.

Manufacturer narrative:
Pending completion of device analysis, review of device history record, and follow up information. (B)(4).